Manufacturer narrative:
Additional information: mean and mode used. Publication date used. The devices were not available; therefore, product testing on these actual devices could not be performed. The devices'' identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report# 2032546-2021-00011 for reported cases of elevated iop.

Event description:
The following was reported through a review of the abstract ¿trabecular microbypass stent and phacoemulsification in african american patients with open-angle glaucoma: outcomes and effect of prior laser trabeculoplasty¿. Reportedly, sixteen (16) eyes had an iop spike on postop day one (1) and reported cases resolved spontaneously by the third postop visit. One (1) eye had elevated iop with peripheral anterior synechiae (pas) occluding the stent. There were eight (8) eyes requiring surgeon intervention postoperatively. Additional information was requested but was provided at the time of this report. Please see the attached article for further details. This report references reported cases of stent occlusions.